Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0q8xk, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare professional from a clinical study reported that there was an infection. Signs and symptoms included erythema along the retroauricular portion of the path of the electrodes. Examination/palpation was done which had shown edema on (B)(6) 2015. Lab work results indicated (B)(6). The entire system was explanted on (B)(6) 2015. The event had required in-patient hospitalization. The outcome was resolved without sequelae. Etiology was incisional site/device tract, neurostimulator pocket, lead/extension tract; possibly related to device or therapy and possibly related to implant procedure. The patient's indication for use is movement disorders.